Event description:
During t2 ph surgery, the drill did not come in contact with the nail. The surgeon inserted the screw in proximal screw hole of the nail. After inserting screw, when the surgeon checked the x-ray image, screw was not inserted in the screw hole of the nail. Therefore the surgeon removed the screw. After surgery, when the sales rep checked the devices using a sample nail it functioned normally.

Manufacturer narrative:
Evaluation summary: the reported event was not confirmed as the item was not returned for evaluation. Review of the manufacturing documents / inspection records for both devices revealed no discrepancies. The nail reported was not returned to stryker kiel as it is implanted according to information received. Thus, a physical examination of the subject item was not possible. The targeting arm was confirmed being fully functional after surgery by the sales rep and not returned for evaluation. The exact root cause of the reported event can't be determined, but as the targeting arm was confirmed being fully functional by the sales rep after surgery, the root cause of the reported event can only be found intra operatively. Review of complaint history, risk analysis did not identify any discrepancies.

Event description:
During t2 ph surgery, the drill did not come in contact with the nail. The surgeon inserted the screw in proximal screw hole of the nail. After inserting screw, when the surgeon checked the x-ray image, screw was not inserted in the screw hole of the nail. Therefore the surgeon removed the screw. After surgery, when the sales rep checked the devices using a sample nail it functioned normally.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.